Event description:
A complaint involving the locking ring nut, a component of the support bracket assembly, was described as "the locking ring nut connecting ring and support rod does not rotate. The problem occurred while the locking ring nut was inserted into the pt with the mayfield." The pt was anesthetized. The pt was not injured as a result of this problem however, there was a 10 min delay because of the time involved to exchange instruments. The operation was completed with another retractor.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.